Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). (B)(4).

Event description:
Customer received result of 19.1 mmol/l on the mobile system, and result of 3.7 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.